Manufacturer narrative:
The information for the additional 510k is as follows: g5. PMA / 510(k)#: k111860 and k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, there was a false positive. The sample was retested. There was no health impact or consequences reported.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, there was a false positive. The sample was retested. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they are receiving false positive results. Field service was dispatched. Field service verified the instrument reader a and b and normalizer check. Field service performed a passing efc and norm ratio check. Field service performed calrack and robot check. Field service could not reproduce the issue when dispatched. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2021 and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample investigation was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as all testing shows no issue with the instrument. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.